Manufacturer narrative:
Device received with unresponsive buttons during testing due to corroded keypad flex connector and corroded electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was fell in a toilet and insulin pump had blank display. The blood glucose was 187mg/dl. The customer stated that the contact on the battery compartment was not damaged or corroded. Customer states the display was not blank less than 30 seconds and did not returned. The customer stated that the insulin pump was exposed to the moisture. The device will be returned for the analysis.